Event description:
A materials manager reported no illumination was available during a surgery. A second system was used to complete the case. There was no patient harm reported.

Manufacturer narrative:
The company representative examined the system, verified the customer reported issue, and reloaded the operating system. The system was then tested and met product specifications. No sample has been returned for evaluation and no additional information provided related to the event. The root cause has not been determined. (B)(4).